Event description:
Complainant alleged while attempting to treat a female patient (age unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Customer confirmed the device will not be returned for evaluation and remains in service. Review of device history indicates the unit was placed into non-rescue mode during the event; approximately 45 seconds later, it automatically transitioned back into rescue mode and delivered a shock. The device did not power off and functioned as designed by automatically switching modes. Analysis of reports of this type has not identified an increase in trend.